Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the removal of a right atrial (ra) lead for an unknown reason the implantable pulse generator (ipg) exhibited a broken set screw thread. The ipg was explanted and replaced. The lead was cut and replaced. No patient complications have been reported as a result of this event.